Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2026-04658 - device 2 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with four infusion sets and high blood glucose event on (B)(6) 2026. The area of insertion had been irritated prior to insertion. The patient replaced the infusion set and successfully resumed insulin delivery. A correction injection was administered via multiple daily injections (mdi). No further information available.